Manufacturer narrative:
Findings:unable to prime unit during prime test due to faulty force sensor damage by moisture. No compromised force sensor alarms noted. Unit received with cracked case at display window corners and battery tube threads. Unit received with scratched display window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm compromised force sensor during priming. Customer's blood glucose at time of incident was unknown mg/dl. The alarm was explained to the customer. The customer stated the drive support cap is correct and pump was not dropped nor bumped. The customer has backup plan available. The customer was advised the pump need to be replaced.